Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal') and ectopic pregnancy with contraceptive device ('ectopic pregnancy with contraceptive device'). In a female patient who had essure inserted. Other product or product use issues identified: device ineffective. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). And was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device. And medical device removal to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020, quality-safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), ectopic pregnancy with contraceptive device ('ectopic pregnancy with contraceptive device') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervical dysplasia, menorrhagia, hypertension, anxiety, type 2 diabetes mellitus, hypothyroidism, obesity, schizophrenia, bipolar disorder, dysmenorrhea, adenolymphoma and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal mass ("large abdominal mass") and pelvic mass ("pelvic mass"). The patient was treated with surgery (exploratory laparotomy, total abdominal hysterectomy, right salpingo-oophorectomy) and endometrial ablation. Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal, ectopic pregnancy with contraceptive device, menorrhagia, abdominal mass and pelvic mass outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal mass, ectopic pregnancy with contraceptive device, medical device removal, menorrhagia and pelvic mass to be related to essure. The reporter commented: discrepancy in insertion date - (B)(6) 2010. Normal appearing right tubal ostia and left tubal ostia, arculate shaped uterus, cavity, three coils on right after placement. Three coils noted seemed to be in correct placement. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2012: the impression at the outside hospital was enlarged right ovary with large complex hypoechoic cystic lesion which measured up to 6.1 centimeters, large cystic lesion in the right lower quadrant adnexa with vascular flow which measured up to 19.4 centimeters. 11 maybe ovarian origin vers. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: large abdominal pelvic mass, endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical record received: new events were added: menorrhagia, large abdominal pelvic mass. Patient history were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and ectopic pregnancy with contraceptive device ('ectopic pregnancy with contraceptive device') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.